Manufacturer narrative:
The customer reports that the display on the cns (central monitoring system) is black and not working. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the display on the cns (central monitoring system) is black and not working.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the display on the cns (central monitoring system) is black and not working. A new unit was sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.